Event description:
Xrays show that there is an apparent disruption of the mechanism of the horizontal hinge axis. ...polyethylene wear of the axle sleeves and mechanical wear of the polyethylene surface of the patella."